Event description:
On (B)(6) 2012, at (B)(4), a defective blood bag was identified. When the bag was filled with blood, the blood started splashing on the floor. A part of the blood bag was not sealed correctly. Reference: complaint (B)(4) at blood bag.

Manufacturer narrative:
(B)(4). The complaint sample was not returned. Reference: complaint (B)(4)/rigs at blood bag.